Event description:
The patient remains in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown, based on the information received, the cause of the reported cerebrovascular accident remains unknown.

Event description:
During a left sided ventricular tachycardia procedure, a cerebrovascular accident occurred. At the end of the procedure the patient complained of pain on the right side of his head. The patient was discharged but presented with speaking problems the following day. A CT scan confirmed a cerebrovascular accident. There were no performance issues with the abbott device.